Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that patient experienced vessel perforation. A rotalink" burr was selected for use. During the procedure, it was noted that the right ventricle was perforated. No further patient complications were reported.